Event description:
Pt came to ER after lvad alarms. Interrogation revealed low flows, pump stop, and restart. Controller changed, dl xrayed and showed no abnormalities. Waveforms sent to thoratec for further assessment.